Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterograde approach. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. After a non-bsc guide wire crossed the lesion, a 5.0 x 40 40cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 22 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.